Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. It was reported that the returned monitor had some damage to the top portion of the glass and bezel on the right hand side. There's also scuff marks on the top left hand side of the bezel. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the damage to the monitor occurred during transit, and the monitor lost function while it was plugged in.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the monitor of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor was received by the manufacturer and was still under analysis on the date of filing, therefore no results available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the monitor was damaged.